Event description:
Complainant alleged that medics were transporting a 19 year old female patient who had asthma. Approximately five minutes into the transport. Th unit went blank. The medics changed the units battery, but the unit did not regain power. The medics obtained another unit (MFR unk) and completed the transport. There was no adverse effect on the patient. The complainant indicated that a few weeks prior to the alleged malfunction, the unit's monitor screen displayed a "low battery" message during a morning shift check and then lost power. The medics changed the battery several times, but the unit did not regain power. After approximately two hours, the unit did regain power and it was returned to service.

Manufacturer narrative:
Na